Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a cesarean section on (B)(6) 2014 and suture was used. During suturing of the uterus the needle separated from suture. A same like device was used to complete the procedure. No adverse patient consequences reported.